Event description:
It was reported that this right ventricular (rv) lead exhibited a high threshold. This rv lead was explanted and a new lead with a different model was successfully implanted. No additional adverse patient effects were reported.